Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 420mg/dl. The customer stated that she woke up vomiting. The customer's most recent glucose reading was 82mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. No further info was provided.